Event description:
It was reported several minutes after the patient's pacemaker implant, the right ventricular lead exhibited loss of capture. Radioscopy revealed the lead had perforated into the pericardial space. The physician repositioned the lead which resolved the issue.